Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure smoke from tabletop could be confirmed during the inspection. The technician was able to find the source of the smoke. It was caused by liquids that had leaked onto the circuit board and led to a short circuit. The IFU indicates clearly the instructions for cleaning of the operating table. Based on this, no further actions are necessary.

Event description:
The customer reported that their ts7000 dv surgical table had smoke coming from the table top. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the ts7000 table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that their ts7000 dv surgical table had smoke coming from the table top. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).